Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the u.s, list number 2p36.

Event description:
(B)(6) quality control solution splashed into the operator's eye while they were testing architect hiv ag/ab combo. The operator was not wearing safety goggles at the time of the incident. The eye was flushed with a large amount of water. The operator then had blood drawn and tested ((B)(6) and tp tests were performed which were both (B)(6)). The operator also received (B)(6) treatments. There was no additional patient information provided.

Manufacturer narrative:
The operator received anti-viral treatment after architect hiv ag/ab combo positive control 3 (pc-3) splashed into their eye. The operator used a pipette to remove bubbles in a sample cup containing pc-3. When the pipette tip was removed the pc-3 remaining in the tip splashed into the eye. The operator was not wearing protective eyewear at the time of the incident. A review of tickets for the assay did not identify any trends for the complaint issue. A review of the architect hiv ag/ab combo controls package insert states, "this product contains human sourced and/or potentially infectious components. No known test method can offer complete assurance that products derived from human sources or inactivated microorganisms will not transmit infection. Therefore, all human sourced materials should be considered potentially infectious." The following instructions are provided in the safety data sheet (version number 10) for the architect hiv ag/ab combo positive control 3; exposure controls/personal protection, eye protection: "wear safety glasses or other protective eyewear. If splash potential exists, wear full face shield or goggles." This issue represents a use error, since the operator was not wearing protective eyewear. A malfunction was not identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site.